Manufacturer narrative:
(B)(4). One sample was returned for investigation. An inflation deflation test was performed and found the cuff of the tube deflated immediately. A visual inspection then found there was a small tear in the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Tears of this magnitude at the time of manufacturing would have been detected during the inflate deflate test and removed from the lot. The tear found in the received sample was not confirmed as related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during use, the cuff on a taperguard evac tracheal tube "broke". The cuff was pre-tested before use. As a result of the reported malfunction, the patient was re-intubated with another trachea tube. No patient harm reported.